Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the devices display was intermittently distorted and no clinical information could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.